Event description:
Procedure type: hernia. According to the reporter: device one the balloon would not inflate, device was removed and a second one the balloon broke off and fall into the pt cavity, the piece was removed. The doctor then switched to open to continue the procedure. Add'l info has been requested.

Manufacturer narrative:
(B)(4).